Event description:
It was reported that this right ventricular (rv) lead was explanted due to non-specific product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported. Subsequently, additional information was received indicating rv lead was explanted due to fracture resulting in non-physiologic lead noise, high pacing threshold of greater than 7 volts high out of range (oor) pacing impedance and high oor shock impedance. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to non-specific product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported.